Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and catalog model number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two port through the peg jejunal feeding tube (j-tube), (exact catalog number is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed in (B)(6) 2011 (exact date is unknown). According to the complainant, in (B)(6) 2011 (exact date unknown) the patient was urgently hospitalized due to abdominal pain consequent to suspected intestinal perforation. Death occurred on (B)(6) 2011. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.